Manufacturer narrative:
Follow-up # 1 date of submission 1/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/14/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap had stripped threads and the tightening groove was damaged. The returned battery cap was unable to secure to the pump and was removed from the pump without difficulty. A test cap was used to complete the investigation and it was able to secure to the pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the side from the threads traveling down to the case seal and there was evidence of moisture in the battery compartment. A leak test was performed and showed a battery compartment leak.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the customer was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.